Event description:
The patient reported that he lost 40 pounds and the doctor took the device system out; the patient was unsure why the device system was removed. Following the removal the patient stated that "he had spinal fluid coming out of his back". The physician reported that the patient wanted the pump removed. The patient felt that his pain was aggravated because of the pump and wanted it taken out. The patient had a post-operative csf leak that required neurosurgical closure. The patient recovered without sequela. The device system had been used to deliver dilaudid. It was noted that the patient was subsequently discharged from the clinic for habitually over taking narcotics and opioid diversion issues.